Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual/ abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: because of the requirement to undergo partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: fallopian tubes were occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 29-year-old female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("bladder infection"), headache ("headaches") and neuralgia ("nerve pain"). On (B)(6) 2015, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual/ abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea"), back pain ("severe back pain"), alopecia ("hair loss"), fatigue ("fatigue") and pain in extremity ("leg pain/arm pain"). The patient was treated with surgery (underwent partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, vaginal haemorrhage, fatigue, urinary tract infection, cystitis, headache, neuralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, neuralgia, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Discripancy in insertion date: (B)(6) 2015 and removal date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2019: new pfs received- new events added: abnormal bleeding (vaginal), fatigue, infection (bladder/ urinary tract/vaginal) type: uti/bladder, headaches, pain, leg pain/arm pain, nerve pain were added. Lot number and date of birth were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("in the process the essure coil broke"), pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 29-year-old female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain. Concurrent conditions included asthma, smoker, uterine tenderness, dysfunctional uterine bleeding and pain in hip. Concomitant products included gabapentin (neurontin), medroxyprogesterone acetate (depoprovera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("bladder infection"), headache ("headaches") and neuralgia ("nerve pain"). On (B)(6) 2015, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual/ abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea"), back pain ("severe back pain"), alopecia ("hair loss"), fatigue ("fatigue") and pain in extremity ("leg pain/arm pain"). The patient was treated with surgery (underwent partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, abdominal pain, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, vaginal haemorrhage, fatigue, urinary tract infection, cystitis, headache, neuralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, neuralgia, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Discripancy in insertion date- (B)(6) 2015 and removal date- (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: the essure devices are in good position with documentation of tubal occlusion; on (B)(6) 2015: results: fallopian tubes were occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:"pelvic pain, back pain, dyspareunia, abdominal pain, fatigue, headaches, dysmenorrhea, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record was received. Events added from medical record- in the process the essure coil broke. Reporter information, medical history, concomitant drug, lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("in the process the essure coil broke"), pelvic pain ("pain") and abdominal pain ("severe abdominal pain") in a 29-year-old female patient who had essure (batch no. C76456) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included lower abdominal pain. Concurrent conditions included asthma, smoker, uterine tenderness, dysfunctional uterine bleeding and pain in hip. Concomitant products included gabapentin (neurontin), medroxyprogesterone acetate (depoprovera) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), migraine ("migraines"), vaginal discharge ("vaginal discharge"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), cystitis ("bladder infection"), headache ("headaches") and neuralgia ("nerve pain"). On (B)(6) 2015, the patient experienced menorrhagia ("prolonged menses/ abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual/ abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea"), back pain ("severe back pain"), alopecia ("hair loss"), fatigue ("fatigue") and pain in extremity ("leg pain/arm pain"). The patient was treated with surgery (underwent partial hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, pelvic pain, abdominal pain, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, vaginal haemorrhage, fatigue, urinary tract infection, cystitis, headache, neuralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, cystitis, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, neuralgia, pain in extremity, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: because of the requirement to undergo partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Discripancy in insertion date: (B)(6) 2015 and removal date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion; on (B)(6) 2015: the essure devices are in good position with documentation of tubal occlusion; on (B)(6) 2015: results: fallopian tubes were occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records:"pelvic pain, back pain, dyspareunia, abdominal pain, fatigue, headaches, dysmenorrhea, fatigue". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2019: quality-safety evaluation of ptc. (Product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual/ abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent partial hysterectomy with bilateral salpingectomy). Essure was removed on 28-jul-2015. At the time of the report, the abdominal pain, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: because of the requirement to undergo partial hysterectomy with bilateral salpingectomy to remove the essure devices, plaintiff has been left with abdominal deformity and severe large scarring. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 15-apr-2015: results: fallopian tubes were occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.